Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0qqn2, product type: lead. (B)(4).

Event description:
The representative required troubleshooting for an impedance issue. Caller was getting some ??? Values. The representative was in a procedure to implant a new lead. The md (medical doctor) removed the ins from the pocket and placed it in vasotracin. C2 and c3 were displaying ??? With electrode impedances settings of 1volt and 210us. Caller tried rerunning with 2.5volts and 300us and c1 displayed ???. The same result was displayed when the amp was increased to 3volts. The caller then decreased the pw(pulse width) to 180us and the amplitude remained at 3volts. All of the impedances were within range as follows: c0 1300, c1 645, c2 512, and c3 515. All pairs with ref 0 in the 2600s 12 877,13 1300, and 23 867. The md decided to complete the procedure after the impedances were within the normal range. There was no symptoms reported. The reason for the procedure was to replace a fractured lead. The caller did not know when the lead fractured only that they were getting >4000ohms readings on some of the electrode pairs. The patient was indicated for bowel dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider reports the troubleshooting that was performed related to the fractured lead was an impedance check. The symptoms from the fractured lead was increase in incontinence symptoms. The cause of the fractured lead was not determined.